Event description:
It was reported that the patient received inappropriate shocks. Externalized conductors were seen via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.